Event description:
Per the customer, the tip of the fixation pin for anchoring the clamp support of navigation trackers broke into the tibia of the patient upon removal with the power tool. Per the surgeon's discretion, the tip was left in the bone. The procedure was completed successfully without a delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : device not returned.

Event description:
Per the customer, the tip of the fixation pin for anchoring the clamp support of navigation trackers broke into the tibia of the patient upon removal with the power tool. Per the surgeon's discretion, the tip was left in the bone. The procedure was completed successfully without a delay; no medical intervention or adverse consequences were reported.